Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty front panel membrane. Our analysis of data indicates for reports of this type is attributed to high contact resistance within the front panel membrane and that the keys do respond however they need to be pushed harder to activate. Due to the fact that the device can still administer therapy, reports of this nature do not typically meet the criteria for reportability.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.